Event description:
It was reported that during the implant procedure when slitting the catheter, a small amount of silicone from the catheter remained around the lead. The slitting was stopped and the silicone was detached from the lead with a blade. The slitting was then completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.